Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the ra lead exhibited non-capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the reported hematoma was not as a result of the ra lead dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced a hematoma.

Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post-implant the right atrial (ra) lead dislodged due to patient anatomy. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.